Event description:
It was reported four pillar palatal implants were implanted on (B)(6) 2012. During the patient's 3 month post op visit, everything looked good. On (B)(6) 2013 the customer called the facility and reported she felt something hanging down in her throat. She returned to the facility on (B)(6) 2013 and the doctor discovered one of the pillars had partially extruded. The pillar was removed.

Manufacturer narrative:
(B)(4). Product was discarded and will not be returned. The device was not returned and therefore no evaluation could be performed.